Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of anti-tachycardia pacing and one shock as inappropriate therapy due to an atrial driven rhythm. Technical services (ts) reviewed the stored episode and discussed the device programmed settings with the calling field representative and the available programming options. The device remains in service. No adverse patient effects were reported. Information was later received that this patient later received two electric shocks after consuming drugs. Ts was unable to determine if the shocks were due to true ventricular tachycardia (vt) or atrial in origin. Further follow-up with an electrophysiology (ep) specialist was recommended.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of anti-tachycardia pacing and one shock as inappropriate therapy due to an atrial driven rhythm. Technical services (ts) reviewed the stored episode and discussed the device programmed settings with the calling field representative and the available programming options. The device remains in service. No adverse patient effects were reported. Information was later received that this patient later received two electric shocks after consuming drugs. Ts was unable to determine if the shocks were due to true ventricular tachycardia (vt) or atrial in origin. Further follow-up with an electrophysiology (ep) specialist was recommended. At a later date, it was reported the patient received five bursts of anti-tachycardia pacing (atp) and six shocks due to atrial fibrillation (af) due to an atrial driven rhythm. Ts discussed the stored episodes with the physician. Information from the filed indicates the patient will continue to be monitored and will receive rate control medication. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of anti-tachycardia pacing and one shock as inappropriate therapy due to an atrial driven rhythm. Technical services (ts) reviewed the stored episode and discussed the device programmed settings with the calling field representative and the available programming options. The device remains in service. No adverse patient effects were reported.